Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection of the returned product found no visible damage to the lens. The lens was found to be discolored and there was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.0//+2.5/083 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.